Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages, add gel messages) was confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes was ripped from the dn. The damage to the cable caused the add gel and check therapy electrode messages. The root cause for the damaged cable could not be positively identified, but was likely physical abuse. No adverse event resulted from the damaged cable. The pt was issued a replacement electrode belt.

Event description:
Download data from an (B)(6) male pt revealed that the pt was receiving add gel messages and check therapy electrode messages. Zoll customer support contacted the pt and issued him a replacement electrode belt.